Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the left ventricular (lv) lead dislodged during the slitting. The final location of the lead was lateral middle. The lv lead remains in use. The patient is a participant in (B)(6) clinical study. No patient complications have been reported as a result of this event.